Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during oxaliplatin (chemotherapy) primary infusion upon power up. The volume to be infused was 282 ml over a two hour period (rate of 141 ml/hour). The actual delivered volume was only 50 cc in a two hour period. The in-line back check valve was y and a baxter solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.